Event description:
The facility reports there were two nursing assistant on hand. The pt collapsed and the assistants were unable to break the pt's fall. The pt fell out of the sling and fractured their left hip and left shoulder.